Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)

Event description:
It was reported that the patient experienced 34 shocks. The atrial lead exhibited noise.